Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the generator does not allow for priming of rezum delivery device and displayed error code 241 prime failed. Multiple delivery devices were tried but the priming was not successful. The procedure was rescheduled since could not be started. The patient was woken up from general anesthesia and sent home. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the generator does not allow for priming of rezum delivery device and displayed error code 241 prime failed. Multiple delivery devices were tried but the priming was not successful. The procedure was rescheduled since could not be started. The patient was woken up from general anesthesia and sent home. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation.